Event description:
It was reported that the tuftex embolectomy catheter experienced balloon rupture during an acute limb ischemia procedure. The device was checked prior to use and found to be acceptable. No patient injury was reported. Note: this is report 3 of 3 related to the third catheter used in the event.

Manufacturer narrative:
The device was discarded and therefore not available for investigation. Balloon rupture is an inherent risk associated with the use of this product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "as with all catheterization procedures, complications may occur. These may include, but are not limited to infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture, or tip separation with fragmentation and distal embolization. The production and traceability record for the devices were reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 3 of 3 related to the third catheter used in the event.